Manufacturer narrative:
A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized "at a later date" following (B)(6) 2015 for an unspecified reason. On an unspecified date the patient was discharged from the hospital. The pdrn stated the hospitalization was not related to pd therapy and declined to provide further information. Additional information and medical records have been requested, but were not made available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.